Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection only the sdw was returned as the stent had been deployed. The distal end of the sdw was kinked. The fsm was confirmed to be located within specification. Functional inspection was unable to be performed as only the sdw was returned and the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, dr. Thought that the fluoro saver marker on the atlas delivery wire met the rhv, the atlas stent was already coming out of the microcatheter, the same microcatheter was used to complete the procedure. The microcatheter was not returned, only the atlas sdw was returned and noted to be kinked to the distal end, the fluoro saver marker was noted to be intact and located in the correct location according to specifications. An assignable cause of not confirmed will be assigned to the reported ro marker misaligned, as the analysis confirmed that the fluorosaver marker was in the correct location. It is probable that the stent sdw was kinked and the stent was deployed prematurely during the attempt to position the stent. An assignable cause of procedural factors will be assigned to the reported stent deployed prematurely during use and unexpected movement of device and to the analyzed sdw kinked/bent, as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure of stent associated coil embolization, while advancing the delivery wire and stent into the microcatheter prior to positioning of the stent, when the fluoro saver marker on the stent delivery wire met the rhv of the hub of microcatheter at the proximal end, the physician was not able to align the stent¿s distal radiopaque marker and the distal tip marker of the stent delivery microcatheter as the stent was already come out of the microcatheter at the distal end and prematurely diploid more distally than the physician wanted it to be positioned. The procedure was completed with the aforementioned stent (stent which was placed more distally). No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of stent associated coil embolization, while advancing the delivery wire and stent into the microcatheter prior to positioning of the stent, when the fluoro saver marker on the stent delivery wire met the rhv of the hub of microcatheter at the proximal end, the physician was not able to align the stent¿s distal radiopaque marker and the distal tip marker of the stent delivery microcatheter as the stent was already come out of the microcatheter at the distal end and prematurely diploid more distally than the physician wanted it to be positioned. The procedure was completed with the aforementioned stent (stent which was placed more distally). No clinical consequences were reported to the patient due to this event.